Manufacturer narrative:
Customer complaint notes, stated e70 and motor error alarm. Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify e70 alarm due to motor error alarms. The original motor was removed and replace with a test motor. No anomalies was notice. Problem isolated the motor. Device history download using thds was successful. However, on the reports data shown 10/18/21 23:07:55 alarm #43 - alarm_motor_error - the gearbox is stuck, need to rewind noted. Device received with cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The test p-cap/reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm and a motor position encoder error. Drive support cap appears normal. No harm requiring medical intervention was reported. The device will be returned for analysis.